Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max enteric viral panel assay (ref. (B)(4) lot: 2229198 was performed by the review of manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that lot: 2229198 was manufactured according to specifications and met performance requirements. Customer reported a false adv positive result as well as a false hastv positive result with the bd max¿ enteric viral panel kit lot: 2229198. Run 72 from bd max instrument ct2392 was received for investigation and analyzed. Manual pcr curve adjudication was performed. The first result, in run 72 position b8, was positive for the adv target while the customer reported it was negative when tested with an antigenic test. No other information was provided regarding the antigenic test performed. The second result, in run 72 position b6, was positive for the hastv target but the customer stated that the fluorescence was low and the curve was atypical. A bd instrument quality engineer reviewed the curves and preliminary analysis suggests possible optical crosstalk from fam to vic for sample b8 and that the b6 sample result was potentially caused by a normalizer drift on instrument ct2392. This information was transferred to bd service for further investigation and a service case has been opened. Overall, based on the investigation and data provided, no reagent issue is suspected of being involved in the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel assay kit lot: 2229198. The root cause was not identified. Bd cannot confirm the reagent complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA) since no new hazard was identified.

Event description:
Report 2 of 2. It was reported that during use with the bd max¿ enteric viral panel, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: in run 72, false positive results were observed with bd max enteric viral test. Sample b6 is false positive for astrovirus (channel 585/630 bot). The amplification curve is atypical with low fluorescence.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter email:(B)(6).

Event description:
Report 2 of 2. It was reported that during use with the bd max¿ enteric viral panel, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: in run 72, false positive results were observed with bd max enteric viral test. Sample b6 is false positive for astrovirus (channel 585/630 bot). The amplification curve is atypical with low fluorescence.